Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs.

Event description:
On (B)(6) 2010, this pt underwent an emergent repair of a type b dissection reportedly causing visceral and lower extremity malperfusion. A gore tag thoracic endoprosthesis was implanted to treat the dissection. One-month post-operatively on an unk date, a carotid to subclavian artery bypass was performed to treat subclavian steal syndrome symptoms. On (B)(6) 2011, the pt was having trouble breathing and f/u imaging reportedly demonstrated that an aneurysm in the false lumen had developed and was encroaching on the pt's trachea. On (B)(6) 2011, an open repair was reportedly performed to treat the false lumen aneurysm. As reported, the gore tag thoracic endoprosthesis was explanted with no issue, and an upper sternotomy and replacement of the entire thoracic aorta were performed. The conversion was reportedly difficult for the pt, involving much blood loss. The pt was on blood pressure medication after the surgery. The physician stated the pt developed an ischemic left arm and compartment syndrome, leading to amputation of the left arm. Subsequently, the pt developed colon ischemia and had a partial colectomy. Following that, it was reported the pt's family elected to withdraw care. On (B)(6) 2011, the pt expired reportedly due to complications from surgery. It is unk if an autopsy was performed.